Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on a coronary bypass, during a postoperative dermal buried suture, the thread of the 2 device broke, when the nurse drew the thread and handed it to the physician, there was no breakage. Another suture was used to complete the case. The surgical time was extended by less than 30 min. There was no patient harm.